Manufacturer narrative:
Concomitant medical products: product ID: e tuf2814c102ee, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of a 80mm infrarenal abdominal aortic aneurysm. It was reported during the index procedure that the physician planned to implant a bifurcate, endurant aortic cuff and talent occluder to occlude the left hypogastric artery. The stent graft system was successfully guided to the target area however due to anatomical problems it could not be deployed. It was reported that there was a deterioration of the patient's pre implant condition and was transferred to the resuscitation department. Surgery for the aneurysm was completed on an unknown date. Per the physician the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient was discharged approximately one week later.